Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of 4 months 10 days (4.33 months) and replaced by the same model, same sized device, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response was received from the health care provider. The reason for explant was due to paravalvular leak. The surgeon indicated that this explant was not due to a malfunction of the device.

Event description:
On (B)(6) we received the following information from the implanting surgeon: 'the patient initially had a valve replacement and a CABG surgery on (B)(6) 2006 (mitroflow 25mm). Due to endocarditis the valve needed to be replaced by a perimount 23mm valve on (B)(6) 2010. This valve was again replaced on (B)(6) 2011 due to a paravalvular leak. Was not able to close leak pimarily, hence replacement of prosthetic valve necessary.